Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation where it was visually confirmed approximately 3 mm of the instrument's tip has been broken off; consistent with interface during usage. Dimensional inspection of relevant dimension verified conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, with the tip just below the fracture surfaces are plastically deformed, consistent with torsional overload.

Event description:
It was reported that the patient underwent a revision surgery for adjacent level at and above l3-l4. The procedure was a revision of a previous posterior lateral fusion. It was reported that the set screws had to be removed at l4-5 with, reinstrumentation from l3-s1, in order to remove the construct from the patient. While removing the setscrews the instrument stripped out. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.